Event description:
Customer called to report high blood glucoses. High blood glucoses were treated with manual injections. It was stated that the customer had a surgery and blood glucoses were controlled successfully following the surgery. However, first sign of high blood glucoses occurred later. Troubleshooting was performed. The insulin did not exit. It was recommended the customer contact their doctor immediately and monitor blood glucoses closely.